Manufacturer narrative:
Additional information received from the field stated patient experienced pain at the generator site and requested system to be explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system explant, due to an unknown reason. Additional information stated patient experienced pain at the generator site and requested the system to be explanted. No additional adverse patient effects were reported.